Manufacturer narrative:
It is likely that MDR reports were filed at the time of the study, however, since we are unable to link pts' names or model serial numbers, a manual medwatch report will be filed for this article. Attempts to identify pt's and or model-serial numbers were unsuccessful. No additional info is available at this time. If additional info becomes available, this event will be updated.

Event description:
This event was created from a journal article in the journal of vascular surgery titled endovascular management of iliac rupture during endovascular aneurysm repair: a single-center experience" (j vasc surg 2009). Article citation: joss d. Fernandez, md, john m. Craig, md, h. Edward garrett jr. Md, suzanne r. Burgar, pa-c, and andrew j. Bush, phd, memphis, tenn. All pts undergoing endovascular aneurysm repair (evar) and thoracic endovascular aneurysm repair (tevar) between 1997 and 2008 were reviewed. Pts who underwent repair of a procedure related iliac artery rupture were identified. Outcomes among pts who did not have access vessel rupture (nonruptured group) those who did (ruptured group) were compared. Clinical observations noted to the evar rupture group (one pt identified with an ancure endograft): iliac rupture, endoleak (type I), conversion to open repair, stent graft repair, death in one pt 33 days post operatively, due to aspiration pneumonia.